Manufacturer narrative:
Device received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test and displacement test due to blank display. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was shut off and cannot be turn on again. The customer stated that the insulin pump had crack on back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.